Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2019. If explanted, give date: unknown, not provided, but the best estimate date was around (B)(6) 2020. (B)(4). Device evaluation: the product is not being returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens(iol) was explanted approximately 2-3 months ago by another surgeon because of extreme glare or inability to drive, particularly at night. Additional information states there was no medical/ surgical intervention post-explant and no patient injury. Another lens was implanted as replacement. Patient is happy and symptom free post-op. No further information provided.